Event description:
It was reported that this lead has had high impedance since implant and a poor connection is suspected to be the cause. The physician performed a revision procedure and the lead was extracted and will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance trend on the rv (right ventricular) defibrillation coil was rising. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum defibrillation active can impedance rises from 77 ohms the week ending 20 mar 2013 to 190 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage, helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).